Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during routine follow-up, the device was found to have reached eri less than 2 years of implant. The device was explanted. No further information is available.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Review of the device image noted the cause of the sudden drop in voltage was due to a high volume of appropriate hv charges. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.